Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right superficial femoral artery. A 4.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion; however, the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed. No fragment was left inside the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. An examination of the balloon found no tears or holes in the balloon. As part of the device analysis the balloon was inflated to its rated burst pressure with no leaks noted. No resistance was experience during inflation. Using the same encore inflation unit a vacuum was pulled and the balloon deflated fully with no resistance noted. This was repeated three more times and on each occasion the balloon inflated and deflated fully from its rated burst pressure with no resistance or leaks noted. The inflation device was verified at 24 atmospheres before and after use with a calibrated pressure gauge. It was noted that the balloon maintained pressure at 24 atmospheres when inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right superficial femoral artery. A 4.0 x 40, 75cm catheter was selected to dilate the lesion; however, the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed. No fragment was left inside the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).